Event description:
Reporter rec'd an er1 message. Comparison of the confirmation dot to the vial color chart indicted the color was darker than the highest bg range on the chart. She retested sometime later in the day and rec'd a bg of 423mg/dl.